Manufacturer narrative:
(B)(4). The customer reported the devices were discarded. The lot numbers were not identified; therefore, device history record review could not be performed. This report represents general occurrences within approximately 6 months.

Event description:
It was reported that a physician trained in the use of the starclose se device has noticed that in the last approximately 6 months, his vessel closure success rate had decreased from 95% to approximately 70%. His technique is such that while he pulls the device up after depressing the plunger, he simultaneously pushes down on the thumb advancer. He performed this in a very slow and deliberate manner, feeling the location of the tube set within the tissue tract. He indicated that the tactile feel has decreased during the procedure and his decline in procedure success was caused by the necessity that he needed to focus on the sheath split during the last 2 cm of thumb advancement. He reports this might have caused him to lose focus on the location of the device relative to the location of the arteriotomy. He has also experienced a "stop" midway as he performs thumb advancement which causes him to stop in his stroke before he can resume. Hemostasis was not achieved in some cases which required unspecified intervention. No additional information was provided.